Event description:
(B)(4). I am actually reporting a diamond microdermabrasion machine which is not on your list but it is considered class 1 exempt - however this machine does not have a device listing which is required by the FDA - I tried to use this for the first time and it left several bleeding scratches on my skin - it is very dangerous chinese and they are not using save and approved abrasives. This machine came from a company "segawe" selling out of a (B)(4) warehouse " - USA. They are selling 1000's of these dangerous machines online.